Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). H3, h6: analysis was performed for product: 9735821, lot number: p923539. It was reported that the event logs reported intermittent firmware incompatibility. There were also two faults that read sensor 0 and 1 temperature sensor not functioning. The positioning sensor unit (psu) passed an accuracy test (aak) at .142mm with a passing threshold of .250mm. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted. There was no patient involvement.